Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that this lead was capped and replaced due to shock impedance out of range (> 200 ohm).

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 27th of february 2025 and 28th of july 2025 recorded a stable pacing impedance of 450 ohms and an initial shock impedance of 60 ohms with an increase to >150 ohms since may 2025 with several drops to 60 ohms. No iegm episodes were available for analysis. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.